Manufacturer narrative:
Correction: this supplemental is being filed to identify that it is a duplicate report. The device in question was originally reported via MFR report #0001811755-2023-00125.

Event description:
It was reported that during a procedure, when the e-sep pencil was connected to the console, it made a "beeping" noise. When the surgeon touched the pencil, she was burned. The item was replaced by another cautery device. The procedure was completed successfully without a delay.

Event description:
It was reported that during a procedure, when the e-sep pencil was connected to the console, it made a "beeping" noise. When the surgeon touched the pencil, she was burned. The item was replaced by another cautery device. The procedure was completed successfully without a delay.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation device is available for return.